Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, indicated the criteria for the right ventricular lead integrity alert were met,and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Max ventricular pacing impedance rose from 399 ohm the weekend ending (B)(6) 2013 to over 4000 ohms the week ending (B)(6) 2014. There were 252 of 320 lifetime ventricular sic recorded beginning (B)(6) 2013.

Event description:
.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to high impedance and possible fracture. No patient complications have been reported as a result of this event.